Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturer reference 2030404-2015-00034. During an ischemic ventricular tachycardia ablation procedure, a cardiac tamponade occurred. A supreme ep catheter was placed in the rv apex and an inquiry ep catheter was placed in the coronary sinus and ablation was performed with a non-sjm catheter. Immediately post rf ablation, the patient became hypotensive and an echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed which stabilized the patient. The procedure was aborted and the patient was transferred to ICU for monitoring. There were no performance issues noted with any sjm device used.